Event description:
Info received indicates the head of bed will not lower, but will lower using CPR. When lowering with CPR, the head section will unintentionally rise back up.

Manufacturer narrative:
The tech isolated the issue to a stuck head up key on left caregiver control. He replaced the left caregiver membrane control to repair the bed.